Manufacturer narrative:
H6: medical device problem code 2017 - contrast incorrect. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a calcified lesion with 95% stenosis in the peroneal artery. A 2x60mm armada 14 balloon dilatation catheter (bdc) was advanced into the anatomy; however, it could not be seen expanding under angiography. The bdc was removed, and the physician adjusted the contrast to 60/40, and attempted 2-3 more times, but were still unable to visualize the balloon inflating. The bdc was ultimately removed and replaced with a 2x40mm bdc and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported difficult or delayed positioning could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a contrast mixture of 60/40 was used. It should be noted that the armada 14 instructions for use (IFU) states to utilize ¿60% contrast diluted 1:1 with normal saline.¿ it is unlikely that the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported visibility issue (difficult or delayed positioning). It was reported that the balloon dilatation catheter (bdc) was unable to be seen under fluoroscopy (difficult or delayed positioning) during the procedure. Functional analysis was performed on the returned bdc to test marker an contrast visibility under fluoroscopy. The markers and contrast were able to be seen. The reported visibility issue (difficult or delayed positioning) was unable to be confirmed. It us unknown what contributed to the reported difficulty. Additionally, it was reported that a contrast mixture of 60/40 was used. It should be noted that the armada instructions for use state to use a contrast mixture of 60% contrast diluted 1:1 with normal saline. There is no indication of a product quality issue with respect to manufacture, design, or labeling.